Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge representative during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had pim leak issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. The fse performed a leak test and replaced the pneumatic interface module (d997-00-1178). The unit passed all functional and safety test in accordance with the manufacturer's specifications and was returned to the customer for clinical use. The failure analysis and testing department received part number 0997001178 pneumatic module assy serial number (B)(6) with a reported unit failure of leaking issue during pm the fat dept conducted a visual inspection of the part received and found that the part is in good condition the fat department installed part number 0997001178 pneumatic module assy serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number (B)(4) revision g and the cardiosave service manual number 0070000639 revision r. The fat dept performed all manifold tests and functional testing the pim passed both the fat dept was unable to reproduce the reported failure retaining the pneumatic module assy in fat dept per procedure (B)(4) rev av.